Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 years and 4 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that device alarmed for low flow on (B)(6) 2018. Surgeon noted that the alarms were thought to be due in large part to reverse remodeling of left ventricle. An echo performed showed that the patient's left ventricle was smaller. It was reported that in the unloaded state, patient also has a fair amount of contractility likely leading to intermittent low flow with partial obstruction of inflow cannula caused by periodically coming into contact with the inner wall of the left ventricle. No evidence of lvad dysfunction, as patient appeared very well compensated both on exam and by lab data. Lvad speed was adjusted to 4800 rpm and back to 5000 rpm. Patient's hematocrit was reduced in order to stimulate increase flow on internal calculation with to minimize suction alarms. Patient was euvolemic on exam as per surgeon and thrombosis markers were in normal range. B-type natriuretic peptide was also normalized. Blood pressure was well-controlled at 62 mmhg. Patient's weight currently precludes active transplant listing. Otherwise patient would be an excellent transplant candidate. Patient is currently trying to reduce caloric intake and exercising routinely. No further information was provided.

Manufacturer narrative:
Device expiration and manufacturing date entered. Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of low flow alarms; however, the report of malpositioning of the pump could not be confirmed as no images or scans were provided for evaluation. The submitted controller event log files captured periods of low flow hazard alarms on 19dec2018 and on 09jan2019. These alarms were associated with calculated flow intermittently reaching values as low as 2.0 lpm, below the low flow threshold of 2.5 lpm, and they lasted up to approximately 27 seconds in duration. The controller periodic log files also captured calculated flows below the low flow threshold of 2.5 lpm. Despite the low flow alarms, the pump appeared to have functioned as intended throughout the duration of the log file. The account reported the patient had a small left ventricle which was causing the inflow cannula to come into contact with the inner wall of the patient¿s left ventricle. The patient reportedly would have their pump parameters optimized and have their blood pressure and volume status monitored. The patient was attempting to lose weight to become eligible for a heart transplant. The patient remains ongoing on vad support with no further issues reported. The heartmate 3 lvas IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. In addition, this IFU explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. This IFU and the heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.